Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that the product packaging was perforated compromising its sterilization. The event was detected before using the product.

Manufacturer narrative:
(B)(4). Batch # = m91r1l. The analysis results found that d11lt device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, one of the holes was noted to be from the outside in, the other hole is on the area of the obturator and it was noted that some pressure was applied to the device that caused the found damage around the obturator. These damages found on the packaging are indicative of improper handling or storage conditions. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A lot record was review and no anomalies were noted during the packaging process.